Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the infant flow sipap configuration intermittently having issues with low and high pressure setup. Also there is an audible leak from the muffler/exhaust port at the rear of the unit even when it is switched off . The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted.